Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 49 mg/dl was recorded by continuous glucose monitor (cgm) at 2:59:08 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 2:59:08 am. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels that ranged from low-40 mg/dl, cause was unknown. Reportedly, the customer consumed orange juice with sugar and carbohydrates to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.